Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 88-year-old female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be replicated. The device logs were unable to be downloaded as part of the investigation. The customer mentioned in communication that they replaced the battery to continue care but expected the battery to have a full charge from being inserted in the device (assuming plugged into a vehicle or outlet). As part of the investigation the device underwent stress testing of the returned batteries, in addition to confirming the device's ability to charge batteries when auxiliary power is supplied. The device successfully passed all testing without any issues noted. All three batteries were reconditioned without any problems. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.